Event description:
It was reported that patient's knee was revised due to infection - surgeon debrided knee and swapped poly. Unknown knee r/l.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 5 x 11 tibial insert. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital and surgeon policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.